Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the 4194 lead, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014; 5076 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) had no capture and low pacing impedance. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.